Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to the emergency room after receiving an appropriate shock. It was also reported that the lead had oversensing. The physician changed the ventricular fibrillation nid (number of intervals to detect/redetect) and the lead remains in use. No patient complications have been reported as a result of this event.